Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter does not turn on. The complaint is classified based on the documentation of the customer care advocate (cca), the patient has been unable to test with her lfs meter since three days earlier at 8pm. At some point after the reported issue began, the patient had symptoms of sweating. The patient denied receiving/requiring any medical intervention. She did not take any action in regards to diabetes treatment due to the reported issue. The meter will neither turn on when a test strip is inserted into the meter or when the power button was press. The patient did not change the meter's battery per the owner's manual. The reported issue was not resolve since the patient did not have a replacement battery. This complaint is being reported because the patient alleged she developed symptoms suggestive of hypoglycemia after the reported issue began. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.